Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code7), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Device diagnostic testing was last within normal limits approximately 8 months prior to the initial report. High lead impedance test results were first obtained at office visit two months prior to the initial report. High lead impedance test result was again obtained at most recent office visit at the time of the initial report of MFR. The pt has not suffered any recent injury or trauma that may have damaged the ncp system. Lead break is suspected. Exploratory/revision surgery is planned. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. No adverse event was reported in conjunction with the high lead impedance condition.